Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and radicular pain syndrome (radiculopathies). It was reported that a few months after implant, the stimulation was uncomfortable for the patient and was annoying and painful. The patient reported that the therapy wasn¿t working well for them, so they had the ins replaced with a competitor¿s. No further complications are anticipated.